Event description:
Customer reported that on (B)(6) 2014 at 9:24pm he received a reading of 108 mg/dl on his adc blood glucose meter. Customer further reported he was sitting and watching television when he experienced sweating and confusion and stated his wife "noticed he (was) not acting right". Customer's blood glucose was checked using his wife's contour brand blood glucose meter and a reading of 43 mg/dl was obtained at 10:00pm. Customer was injected with "1 vial" of glucagon and no additional third-party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1369770) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported reading of 108 mg/dl was found in the meter memory on a date different than what the customer reported. All pertinent information available to abbott diabetes care has been submitted.